Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspections revealed the imaging window was twisted and torn. Impedance test shows an electrical open at proximal end of the catheter, between 130-140 cm from the distal housing. Based on the evidence, the as reported code of image lost is confirmed. The open proximal found during the impedance test could contribute to the image lost.

Event description:
Reportable based on device analysis completed 22 aug 2024. It was reported that visualization issues occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion, but the image was lost. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed the imaging window was twisted and torn.